Event description:
It was reported that during a lobectomy procedure, the device would not articulate. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
H.3.: evaluation summary: the analysis showed that the 6tb45 device was received with the articulation mechanism damaged and with a cartridge loaded on the device, the cartridge was received partially fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the center and right, the staple formation was conforming, however, when fire in the left position, the staples were malformed. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found broken.